Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient encountered a power on reset (por) condition. The patient encountered the por when trying to check their stimulator. The error was confirmed to have occurred in (B)(6) of 2017 and the patient was advised to follow-up with their healthcare provider (hcp). No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.